Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit is not able to shutdown from the panel, it¿s only possible to remove the socket. There was no patient involvement.

Manufacturer narrative:
Corrected data: d4(brand name, version or model #, catalog # and unique identifier (UDI) #).

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not able to shutdown from the panel, it¿s only possible to remove the socket.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11 corrected fields: d5. Despite gfes (good faith efforts) , no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future , the complaint will be reopened and updated accordingly.